Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the piston rod was no retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box shows no evidence of rewind alarms. The pump was exercised for 24 hours and the rewind issue complaint was not duplicated. The pump case was removed and no internal damage was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.